Manufacturer narrative:
(B)(4). Concomitant medical products: 00631005836, liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell, 61807659, 00877703602, bioloxâ® option, head, m, ã¸ 36/0, taper 12/14, 2453225, 0100402085, revitanâ®, proximal part, cylindrical, uncemented, 85, taper 12/14, 2394032, 0100405316, revitanâ®, distal part, straight, uncemented, 16/260, 2375186. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00871. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during revision surgery significant blood loss of more than 4 liters were noted. Attempts to obtain additional information have been made; however, no more is available.